Event description:
The user facility reported after a procedure, the or staff smelled smoke from the base of their 4085 surgical table. No report of injuries or procedural delays or cancellations.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and identified the source of the burning smell as melted components of the circuit board. White residue was present near the melted components and on the power supply's plastic cover. During the procedure, a saline solution was used which leaves a similar white residue when dried. After consulting steris service engineering, the technician installed a new power supply assembly. The technician reassembled the table and applied a sealant. According to the maintenance manual, "[an] ingress of water into the power supply," may necessitate the "[replacement] of the power supply".